Event description:
It was first reported in 2008 that the patient¿s device was protruding and painful at the implantable neurostimulator (ins) site. It was stated the patient¿s healthcare provider (hcp) refused to explant the device to implant a smaller one because it may be too invasive. The following year, additional information reported the patient¿s ins pocket was protruding, red, and painful. It was reported the patient¿s reflect sympathetic dystrophy (rsd) had progressed to her entire body. It was noted the patient was looking for a physician who was willing to explant her ins. It was stated the ins helped with the patient¿s leg and groin pain. It was further stated the patient had turned the ins off a week prior to follow-up and was unable to find their programmer since. On the date of this report, additional information stated the patient¿s ins was replaced and ¿wasn¿t even dead.¿ it was reported the ins was ¿very large¿ and stuck out and would bump into things and cause pain and discomfort. It was noted the patient¿s lead wires remained implanted in the patient because they were ¿absorbed¿ by her body and could not be removed by her physician. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# j0211559v, product type: lead; product ID 748951, serial# (B)(4), product type: extension; product ID 748951, serial# (B)(4), product type: extension; product ID 7435, serial# (B)(4), product type: programmer, patient; product ID 3887-33, lot# j0211559v, product type: lead. (B)(4).